Event description:
It was reported by the patient that they underwent a pelvic organ prolapse procedure in 2007 and mesh was implanted. Following the procedure in 2007, the patient reported experiencing abdominal pain, back pain, intercourse pain, urge incontinence, difficulty holding bowel movements, vaginal pressure, lump in vaginal opening and itching. The patient had to have a seventh surgery and reports still having problems. The patient experiences night sweats more than normal, swelling of the stomach, tender to touch, blood clots and torn kidney. The patient had two ovaries and now has one ovary. The patient underwent a bladder tuck and had a staple in the stomach after the procedure and returned to the ER to repair scarred kidney. The patient was placed in the hospital and underwent surgery back to back three times to put in splint which was connected from the patient¿s bladder to the kidney. Following the procedure, one splint remained implanted for 6 months and the patient reported it was very painful. After removal, the patient reported feeling better. The patient still reports problems with backache, drainage swelling of the stomach and ankles, lightheaded, heart beating fast, fluctuating blood pressure from high blood pressure to low blood pressure. The patient reported the product fell and underwent an unknown surgical procedure in 2012. In 2014, the patient went to the ER with nausea, vomiting, stomach, jaw and chest pain, itching, swelling of the face, neck and arms on left side from arm to feet, dehydrated, and high blood pressure. The patient was told to take aleve and reported blood "colitis" in lungs, legs and arms. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/01/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5038881.